Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-09333. As part of the investigation, olympus followed up with the user facility to obtain additional information but with no results no device was returned for evaluation. The original equipment manufacturer (OEM) was unable to conduct a manufacturing review or device history record review as the serial number was unknown. The investigation was completed by the OEM. Since no device was returned, the OEM determined that the reported scope communication error was potentially due to the user connecting the device without sufficiently drying the electric contact part of the video connector. As stated on the IFU and as a preventive measure, the user manual states: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
As part of the investigation, tac attempted to obtain additional information and the serial number of the referenced device but with no results. There is no record indicating the device has been returned; therefore, the root cause of the reported event cannot be determined at this time. However, the investigation is ongoing and if additional information becomes available this report will be supplemented accordingly.

Event description:
The nurse at the user facility informed the technical assistance center (tac) that the evis exera iii video processor received a b30 scope communication error. No patient death or injury has been reported.